Event description:
It was reported that the patient developed a urinary tract infection following a tuna procedure. Urine cultures revealed pseudomonas aeruginosa and the patient was treated with IV antibiotics. The infections subsequently resolved.